Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A black plastic cover came off the cautery arm just below the jaws during dissection of vein branches while harvesting the saphenous. The piece fell off inside the patient and had to be retrieved. The defective unit was removed and the case was completed with another vh-4000 unit that was already opened for the radial.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25162634, 25162803, and 25162821 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. There were no visual defects observed on the heater wire or the harvesting clear jaws insulation. The black shaft of the harvesting device closest to the base of the jaws was observed to be detached from the shaft, exposing the inner contents of the shaft tip. No other visual defects were observed. Based on the photographic inspection, the reported failure "break'shaft" was confirmed h3 other text : device not returned.

Event description:
N/a.